Manufacturer narrative:
Customer has not yet received the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product cuff was suspected to have become deflated after 6 days of use. An unscheduled tracheostomy tube change was performed. According to reporter, examination of the product showed no cuff damage. No permanent adverse effects to patient reported.